Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visually, the main push rod and the red trigger push rod are both bent approximately 15 degrees upward. It cannot be determined at what point this failure occurred. This damage to the pusher rods indicate aggressive loading/ unloading of needles or using the device as a lever during procedure. This failure can be attributed to user error. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed complaints for this lot released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during meniscal repair, it was observed that the first omnispan implant was perfect in place and good applied while the second implant couldn't be deployed. The same procedure with a new needle, without success to deploy the second implant. With a new meniscal deployment gun it worked well. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.